Event description:
It was reported during generator change, the ra lead could not be loosened due to the wrench spinning without traction. The metal cube was extracted after breaking the exterior of the header, but the ra lead still wouldn't loosen. Pulling the ra lead in attempt to separate the lead from the cube finally resulted in breaking the tip of the connector pin. The atrial lead was replaced. No further information is available.

Manufacturer narrative:
(B)(4).